Event description:
It was reported that the patient presented after hearing device alarm. The right ventricular (rv) lead was found to have an out of range high impedance with possible fracture, some over sensing and raised short interval counts (sic). The rv lead remains in use. However, physician indicated the lead will be scheduled for replacement. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4)